Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided. The patient effect of occlusion is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.b6 - relevant test/laboratory data.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to 12f and 18f and the tavi procedure was completed. Reportedly, the second proglide suture caused stenosis [occlusion] of 80% as the suture was tightened too much. The patient was taken to the operating room for surgery and the occlusion was resolved by removing the suture. The first suture was also removed. Manual suturing was done to achieve hemostasis. A clinically significant delay in the procedure was reported. No additional information was provided.